Manufacturer narrative:
Fh industrie procedures did not clearly define the rules for reporting incidents to FDA when the devices were no longer being distributed into the us market. The vigilance officer at the time was unaware that these reporting rules had to be applied even to products that were no longer distributed in the united states and that were inactivated in the FDA registration & listing database. The medwatch reports that were not filed are not connected to any recalls and had no impact on patient safety. A CAPA was opened to determine root cause and corrective action.

Event description:
Placement of a humeral nail. During insertion of the telegraph 35mm diam 4 screw, drilling and screwing through the cortical bone and then the nail. Polethylene was present at the nail, making it difficult to finish screwing and causing significant stress. The head of the screw broke. Clinical consequence and current condition of the patient or person involved: broken screw head. No screw thread for possible removal of the nail. Increased operating time and scar size.